Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that during this implantable lead was an attempted implant due to the tip of the cutter breaking off while cutting the site selective pacing catheters (sspc). The physician suspected that this fragment may have remained in the catheter or could potentially be embedded in the lead insulation. As a precautionary measure, both the catheter and the pacemaker lead were explanted and replaced with a new lead. The patient experienced a full recovery following the procedure, and no further adverse effects were reported.